Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: attune ps rp insrt sz 5 7mm, 151650507.

Event description:
The patient was revised to address tibial subsidence and loosening at an unknown interface. Cement manufacturer is unknown. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.